Manufacturer narrative:
Section d3 (manufacturer name, city and state): originally reported as covidien, calle 9 sur no. 125 cuidad ind, tijuana, mexico, 22500 and should be cardinal health, 777 west street, mansfield, massachusetts, united states, 02048 section g1 (manufacturing site name and address): originally reported as covidien, calle 9 sur no. 125 cuidad ind, tijuana, mexico, 22500 and should be cardinal health, 777 west street, mansfield, massachusetts, united states, 02048 section g8 (manufacturer report number): the registration number was originally reported as 9612030 and should be 1282497.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that the one of the two luer lock port broke, causes leaking and issues with ng tube. Per customer, the other valve was not broken but unable to give feedings with other broken port due to loss in pressure. When attaching the tube feeding to port, it cannot be tightened to tight if not, it can cause this issue of the port breaking. Additional information was received and stated that the port was cracked but not detached. There was no patient harm reported.